Manufacturer narrative:
Based on the investigation, it was concluded that the user was receiving the hypo alerts on the mma but the function of the vibration motor could not be investigated because the transmitter RMA was not received.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user experienced hypoglycemia.